Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, cancer, chest pressure, persistent cough. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, cancer, chest pressure, persistent cough. Medical intervention was not specified. The device was returned to the manufacturer centre for further evaluation. During the evaluation , the device was visually inspected and found no particles in air path. There was no error code found. They concludes that they couldn't confirm the customer's allegation and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2022-80633. This report was submitted as a duplicate report of the previously submitted report.¿